Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. After disassembling the iabp, the fse found there were water droplets in the glass tube of the blood detector. The fse performed a pneumatic performance test to discharge the droplets. The fse replaced the 2500 hour maintenance package (0040-00-0146). The fse completed safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)had a failure, blood detected.